Manufacturer narrative:
Per the clinic, the patient developed an inflammation which leads to a skin necrosis and skin breakdown. The patient also developed an infection which was treated with oral and topical antibiotics. The infection has been resolved.

Event description:
Per the clinic, the patient experienced skin distress and an extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the recipient experienced wound dehiscence over the implant magnet site, resulting in implant extrusion. On (B)(6) 2024, the recipient underwent device explantation under general anesthesia. During the procedure, debridement of the affected skin surrounding the extrusion site was performed.